Event description:
The subject device delivered to biomed with an anonymous note said that "give too much/too less of fluid to the pt and running backwards". No specific incident was recorded and no pt injury occurred.